Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an onsite visit the staff reported to a baxter nurse manager that a patient developed hypoxia when a novum pump under infused. A patient was receiving a milrinone infusion at 2ml/hour and arterial blood gas was checked ¿per protocol¿. The results showed the patient was ¿severely hypoxic¿ (values not reported). The patient¿s nurse observed the milrinone bag appeared to still be full even though the medication had been running for ¿at least six hours¿. The pump and the unspecified administration set were changed, and the original pump was sent to biomed. The patient ended up on extracorporeal membrane oxygenation ECMO within 48 hours of this event. Twenty-two days prior to the date of this report, the patient was still on ECMO. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.